Manufacturer narrative:
B3: date of event: over a month ago. D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. The actual device is not available for return. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
Terumo medical received information during a visit to a user facility. A staff member reported that a newly trained interventionalist experienced difficulty while attempting to deliver an 8 french angio-seal device. The device could not be deployed. The laboratory manager thought that the issue may have been related to the patient's body size.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the device return date in section d9, update section h3, and to provide the completed investigation results. This reported event has been reassessed and deemed not reportable based upon the investigation of the actual sample. Two (2) 8 french angio-seal devices were returned for product evaluation. The returned sample included two hemostasis sheath and locators, two carrier tubes, and packaging. The devices were visually inspected and found to have been in used condition with visible signs of blood. Both sheath and locator assemblies were returned fully mated with no damage or issues noted. Functional testing was performed by attempting to insert the assemblies into the vessel model. Both devices were able to be inserted properly, and no issue was identified with device function. Dimensional analysis was also performed by measuring the outer diameter (od) of the locator and hemostasis sheath for both devices. The dimensions were found to be as follows: device 1: locator od - .106, sheath od - .130. Device 2: locator od - .106, sheath od - .130. The locator and hemostasis sheath were found to have been within the appropriate specifications of 0.106'' +.002 / -.001 and 0.128" +/- 0.005". All measurements were within the specifications defined in the engineering drawings active at the time of manufacturing. Functional testing and dimensional inspection were performed, but no damage or issues were identified. The complaint could not be confirmed for a device-related issue. The exact root cause cannot be determined. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea)/hazard based risk table (hbrt). Therefore, this event is currently deemed a non-reportable event.